Event description:
When doing initial counts prior to case start it was found that there were 9 raytecs in the minor general pack instead of the expected 10. The items were removed and a new package of raytecs were opened and used instead. Minor general pack is item # dynj44494b, lot # 23kda849. Expiration date is 2028-06-30.